Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
One of our resident consumed the polident tablet/ yes the person ingested it. [Accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident denture cleanser) tablet for product used for unknown indication. On an unknown date, the patient started polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. Additional information: the case was reported by consumer via call center representative on (B)(6) 2021. The consumer stated that "I am calling from a long care home. One of our resident consumed the polident tablet. Yes the person ingested it."